Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. The patient reported that they had a molar removed, at which they used cauterization. The healthcare provider (hcp) thought the ins was off. When the patient returned home they checked their ins with the programmer and thought they saw a 000 call your doctor screen. The issue was already resolved with the hcp, and the implanted was fine. The code was not on the programmer at the time of the report, and the ins was on and okay. Technical services reviewed to call in again if the issue recurs as 000 is not a code on the programmer. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #3004209178-2017-18133 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.